Event description:
It was reported that during a coronary stent procedure, the balloon ruptured and became stuck in the stent. The physician attempted to position a second balloon catheter to try to release the unit that had become stuck in the stent. This catheter also ruptured. Both catheters were removed and it was noted that a portion of the balloon material, inner shaft and marker band of one of the catheters remained embedded in the stent. The pt status was listed as "okay". Same case as MFR report number 6000060-1998-00046.